Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-7800 had the ratcheting mechanism break. This occurred during use in an unspecified procedure performed on (B)(6) 2021. The device broke outside of the patient and no fragments entered the patient's body. The case was completed using a backup ar-7800 set with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-7800 batch 051840, unpackaged. Observation revealed that the screw connecting the ratcheting mechanism was loose. Upon removal, observation revealed wear between the ratcheting parts, likely caused by use while the screw was loose. The cause of this event is most likely misuse.